Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during surgery for a lead dislodgement. The lead was repositioned. Post surgery, the patient developed a pocket hematoma. The physician believes that hematoma was caused by a patient playing with a pocket. The and generator were explanted, but not reimplanted yet. The patient was stable following the procedure.